Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is a case of revision total hip replacement on (B)(6) 2010. The primary surgery was done in (B)(6) 2019 with s-rom stem, pinnacle cup, metal head, proximal sleeve, acetabular liner and revised with solution stem and metal head. His cobalt chrome and chromium levels are going up (on (B)(6) 2017 - chromium 5.80 and cobalt chrome 1.82 and on 22°.2.2019 - chromium 22.05, cobalt chrome <2.50). Mars MRI result awaited. He has restricted movement which compromises his daily activities. He has been advised revision total hip replacement as early as possible.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.